Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports they are not getting very much relief "with this system", and that they are having some issues with what feels like they are being shocked. Pt requesting assistance from a manufacturer representative (rep). Pt reports they were instructed by their managing provider (hcp) to go through a rep for assistance with their device. Patient and technical services (pats) agent explained the role of the rep and the pt's hcp. Pats redirected the patient to their hcp and provided the national answering service (nas) number for the hcp to page a rep. Pt reports they are upset and "ready for this to come out".